Event description:
It was reported by a tm - system has 2.3.1 software and reports that the battery charge is 88% but shuts down when ac power is removed. Unit is reporting that the battery health has degraded and ac connection is required.

Manufacturer narrative:
The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The device has not been received by the manufacturer for evaluation. H3 other text : device not returned